Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03390 / 03391). Device requested, not yet received.

Event description:
During a procedure, the screwdriver fractured while tightening a screw. Another screwdriver was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. (B)(4). The fractured driver was returned for evaluation, and the complaint was thus confirmed. No applicable dimensional analysis could be completed with the damage to the instruments. Review of the manufacturing records identified this device was released for distribution with no deviations or anomalies. The device was determined to be conforming to print specifications as a result of this review. This device is used for treatment. Investigation has determined that the root cause for this event is attributed to the design of the device. Corrective action has been initiated for the reported issue of this device.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.